Event description:
The pump left medtronic's possession in (B)(6) 2013.

Event description:
It was reported the patient was a candidate for a pump implant following a stroke. The patient's was refused implant confirmation and attempted to "do it private". The patient purchased a pump from a hospital. The patient sent images of the product to a manufacturer representative. At this time, it was identified the pump was past it's use by date. The pump was never implanted.

Manufacturer narrative:
(B)(4).